Event description:
The facility reports the resident had been removed from the tub and was on the chair on the left side of the tub. The staff was raising the tub for draining and talking to the resident. The tube edge caught the edge of the chair and started to tip it. The staff member noticed that the resident was starting to tip and moved in front of the resident and chair to catch the resident. The resident was wearing the safety belt and the brakes were applied to the lift. The resident's left ankle was lacerated, but the cause of the laceration could not be found. Approximately 36 hours later, the resident suffered an acute cardiac insufficiency and passed away.